Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a non-original equipment manufacturer (OEM) top case, the battery missing, plunger flippers not snapping back into place, and a cracked bottom case. Review of the event history logs confirmed the syringe plunger not in place message. Upon functional testing, the syringe plunger sensors were operable and occlusion test was performed. The reported issue was unable to be replicated and the device was found to be operating as intended. The root cause of the issue could not be determined. No further action was taken in regards to the reported issue. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a plunger not in place message. It is unknown if there was patient involvement, no adverse patient effects were reported.